Event description:
The following text is an extract taken from the e-mail received from the facility, 'pt being hoisted into wheelchair ready to be discharged home using our newer hoist. Nurse left to remove dangers in the area and asked mother of the child to hold on continuing to move him as she walked back in mum reported the bar of the hoist fell onto his leg. Ref # MFR 9681684-2014-00026.

Manufacturer narrative:
(B)(4). Add'l info will be provided upon completion of the MFR's investigation.